Event description:
It was reported that the ilet bionic pancreas became unresponsive to the unlock function, as demonstrated by a patient-submitted video and repeated unsuccessful attempts to unlock, consistent with a device display/user interface malfunction of the handheld unit; a replacement was arranged and the patient was instructed on data sync, return, and use of dexcom cgm independently until replacement arrival. Symptoms included no adverse clinical effects and stable blood glucose, with a reported glucose of 173 mg/dl. Outcomes included no injury, no need for medical intervention, and no interruption of diabetes therapy beyond the inability to operate the device screen, as the patient continued cgm use. Investigation included customer service troubleshooting, review of user-provided evidence, and logistical assessment for device replacement. Investigation of this device revealed a transient screen or user interface failure that later self-resolved, aligning with previously observed intermittent touchscreen or lock-screen malfunctions of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device interface malfunction with undetermined specific root cause.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."